Manufacturer narrative:
The field service engineer found that the main board was faulty. Due to the device being an end of life, the device will be retired and removed from the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure.

Event description:
The customer reported the problem of no sound from device speaker. The device was not in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
This report was documented under incorrect cfn/fei registration number. Please refer to 1218950-2026-100459 for complete report with correct cfn/fei registration number and h6 codings.